Event description:
The plaintiff's attorney alleged that the plaintiff experienced multiple seizures and strokes on unk date in 2012 after the use of the product.

Manufacturer narrative:
These multiple events (seizure and cerebrovascular accident) are for the same patient involving three separated products; associated MDR numbers: 1225714-2013-03564, 1225714-2013-03565, 2937457-2013-00393.